Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Performance data collected from the device was received and analyzed. Left ventricular (lv) lead capture threshold was greater than 6 volts in (B)(6) 2015. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.